Event description:
The patient presented with a previously ruptured aneurysm at the right internal carotid artery, which had been clipped. A tracker excel-14 microcatheter was accessed to the area of treatment with 6fr guider catheter. Three coils were deployed without difficulty; gdc 10-2d, and two gdc 10-soft 2d sr coils. The subject device was removed from the dispenser coil in a saline bath after that; no anomalies were noted. The subject device was pulled back from the dispenser coil and it was advanced to the y-connector of the cather. When attempts were made to pull back the coil, but the pusher wire got stuck without excessive force and torque. The pusher wire was carefully retrieved with the catheter. The coil came back from the aneurysm. Then, attempts were made to pull back the coil, but the pusher wire got stuck without excessive foce and torque. The pusher wire was carefully retrieved with the catheter. The coil came back from the aneurysm and got detached at that time. The coil was positioned from the middle cerebral artery and stretched. When the physician attempted to retrieve the coil with 2 retrievers, it moved to the m3 area. The coil was removed by craniotomy. According to angiography and CT scan the following day, the patient did not have any complications.